Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary angioplasty procedure a shaft break occurred. The lesion was located in the distal third of the anterior descending artery. During pre-dilation, the physician advanced the 2.5mm x 10 mm flextome cutting balloon to the lesion, inflated the balloon and the device fractured. The procedure was successfully completed with another of the same device. There were no patient complications reported and patient's current status is stable.

Event description:
It was reported that during a coronary angioplasty procedure a shaft break occurred. The lesion was located in the distal third of the anterior descending artery. During pre-dilation, the physician advanced the 2.5mm x 10 mm flextome cutting balloon to the lesion, inflated the balloon and the device fractured. The procedure was successfully completed with another of the same device. There were no patient complications reported and patient's current status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the flextome cutting balloon was carried out. The shaft of the device was not broken and no other shaft damage was noted. The balloon was inflated to its rated burst pressure (rbp) and a leak was noted. Examination of the balloon material revealed a pinhole and blade mark 3mm from the proximal end of the blades. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).